Event description:
It was reported that the patient¿s lead had impedances greater than 10 ,000 ohms on contacts #1 and #2. The patient was reprogrammed due to unusual changes in their stimulation on all groups at the lead location. They were able to give the patient two groups not using those electrodes and they deleted all groups using those electrodes. The patient noted that their stimulation felt normal again after the reprogramming. The patient status was listed as alive with no injury at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# j0555614v, implanted: (B)(6) 2005, product type: lead; product ID 3550-29, lot# n383437, implanted: (B)(6) 2014, product type: accessory; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).